Event description:
Reporter noted the anterior chamber collapsed suddenly when the viscoelastic was aspirated during cataract surgery. The pt felt severe pain. Surgeon was able to stabilize the chamber. Two days later, 07/08/2000, the pt developed endophthalmitis, which was treated successfully.